Event description:
It was reported that the patient¿s dressing came off and her trial lead, ¿the little thing that went in the skin¿, ¿came out a little bit¿. It reportedly came out ¿slightly¿. No further information was reported.

Manufacturer narrative:
(B)(4).